Event description:
It was reported that the patient experienced pocket stimulation. It was noted that fluctuating capture thresholds were observed in unipolar and bipolar mode on the right ventricular (rv) lead since implant. Programming changes to high outputs in bipolar mode were made. The rv lead was to continue being monitored during normal follow ups and re-assesed when a routine elective generator change was due. There were no patient consequences.